Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced one kinked cannula event on (B)(6) 2025. Event occured within three hours of insertion. Site of insertion was hip. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.